Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient mentioned that they had an infection and ¿issues¿ so they ¿left the hospital¿ and went to a new hospital who fixed if to them. This occurred in 2010. No further complications were reported/anticipated.